Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter slipped out and was coiled in the lumbar extraspinal soft tissue. In (B)(6) a one piece catheter was implanted with the tip at c ii level. The pump was delivering baclofen.